Event description:
Analysis on the returned handheld device was completed. During the analysis, it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
It was reported that the physician's handheld was not functioning properly. Troubleshooting was performed. A hard reset was performed and when the handheld got to the alignment screen it was stuck in an infinite loop. Another hard reset was performed but the user was again unable to move past the alignment screen. A new programming computer was provided to the physician and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.